Event description:
It was reported that urine leaked from a small hole near the root of the foley catheter. Per follow up information received via ibc on 30jun2024, customer confirmed that patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from a small hole near the root of the foley catheter. Per follow up information received via ibc on 30jun2024, customer confirmed that patient involvement.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 silicone foley in house syringe, catheter was inflated with 10 ml methylene blue solution (3 drops percentage aq methylene blue per 100ml distilled water). Upon inflation solution immediately leaked out of pinhole found in balloon measuring 0.013". Also received 3 photo samples received. First photo sample shows top overview of catheter. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap based on physical sample received the reported event is confirmed and does not meet specifications per inspection procedure which states "pinholes are not permitted." Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect material formulation. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: ¿intended use: for urological use only. Indications: bard all silicone foley catheters are indicated for any clinical condition requiring drainage and or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. Contraindication: no known contraindications caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. This is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness, or death of the patient. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Warnings: on catheter, do not use ointments or lubricants having a petrolatum base. It may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. Users and or patients within the european union, should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and or patient is established. Store catheters at room temperature and away from direct exposure to sunlight preferably in original packaging.¿ correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.